Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window was observed detached near the lap joint section. Visual inspection revealed no damage to the catheter code board assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance test results suggest that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
Reportable based on device analysis completed on 11-jan-2024. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that imaging window was detached near the lap joint section.